Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the reported issue. The device was found to have a stuck psol. The cse re-seated the psol to resolve the issue. The ventilator passed the extended self-testing (est). Covidien ref: (B)(4).

Event description:
A report received from (B)(6) stated an 840 ventilator experienced an air proportional solenoid valve (psol) device alert which render the ventilator inoperable. There was no patient involvement reported at the time the event occurred.